Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va080tc, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient¿s implantable neurostimulator (ins) was implanted in (B)(6) 2013 and the ins had been satisfactory and not satisfactory. It was further noted the patient¿s symptoms have returned ¿even more so¿ and they were not feeling stimulation in the pelvic area, but ¿more on the outside.¿ the reporter stated they had a dull feeling outside the pelvic area, but it is not painful. It was further noted the patient noticed a change in the past week and it had been going on for the past 10 days. The reporter stated they were on program 2 at 2.7v and were seeing a lightning bolt. It was noted the patient increased stimulation up to 2.6 on thursday or friday and they felt ¿a dull feeling instead of thumping.¿ it was further noted the patient was ¿pouring with bad retention¿ on saturday and increased stimulation to 2.7v. The reporter stated they were at 1.8 after implant and their ins worked beautiful, but then they had to increase stimulation because symptoms were returning. It was noted the patient feels ¿a great urgency¿ every hour and got up 5 times last night. It was further noted ¿it poured and leaked¿ all the way to the bathroom. It was note the patient had little training on using the patient programmer. It was noted the patient was getting a no communication screen and was unable to see numbers on the patient programmer screen. It was further noted the patient tried the patient programmer with and without the antenna, but could not communicate with the ins. Additional information was requested, but was not available as of the date of this report.